Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that three phaco handpieces had trouble with phacoemulsificaton and aspiration during setup. An alternate phaco handpiece was used to proceed with surgery. This is the first of three reports for this facility.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 15, 2013. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. A flow rate test found the handpiece to meet specifications per the specification. The handpiece was then connected to a calibrated system. However, the handpiece was not recognized by the system. When connected to a resistance test box, a measureable resistance was seen from the high electrode to ground indicating initial signs of moisture ingress. The handpiece was disassembled revealing moisture ingress within the electrode chamber. The o-ring, handpiece was also found to be torn around the edge. Although the events were not replicated, the root cause of the reported event of poor phaco and aspiration issues can be attributed to moisture ingress. However, how this moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).